Event description:
It was reported that during the implant attempt the lead would not advance far enough due to the patient's small vein. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.